Event description:
The hcp reported that the pt was experiencing withdrawal symptoms that "weren't that severe." The expected reservoir volume was 3.5ml and the actual was approx 17.5ml. A follow up report will be sent when add'l info is received.